Event description:
It was reported that the patient underwent a left total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to infection. The modular head, acetabular cup and liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The event is being reported to FDA on one medwatch as the limited information available indicates that a revision occurred. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.